Manufacturer narrative:
The crep2 reagent lot number is 93003101 with an expiration date of 31-oct-2026. The field service engineer (fse) decontaminated the pipettes, and the issue was resolved. The investigation determined that the issue found by the fse was the root cause of the event.

Event description:
The initial reporter received a questionable creatinine plus ver.2 (crep2) result for one patient's sample tested on the cobas c 703 analytical unit. The initial result from the analyzer was 0.1 mg/dl. This result was inconsistent with the patient's clinical history, and the sample was repeated. The repeat result from a different c703 analyzer was 6.21 mg/dl. This result was believed to be correct.